Event description:
It was reported that the patient underwent a spinal surgical procedure at l3-5 using rods and screws. Approximately 8 years post op, the patient reported having pain and it was found that the rod had fractured. A revision surgery was performed and the rods were replaced with new rods. Bone fusion seemed to have occurred according to the surgeon. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.